Event description:
It was reported that the device was oversensing t-waves. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was oversensing t-waves. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event. It was further reported that the device displayed "not taken" for the right ventricular lead impedance measurement.